Event description:
Reportable based on analysis completed on 21-nov-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 12x3.5mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft separation. Device evaluated by MFR: returned product consisted of the proximal portion of the quantum maverick balloon catheter. Only the hub, hypotube and midshaft were returned for analysis. The distal shaft distal of the midshaft bond, balloon, markerbands and tip were not returned for analysis. The shaft and hypotube were microscopically and visually examined. Contrast was present in the midshaft of the device. There were numerous kinks throughout the hypotube of the device. The shaft was detached at the midshaft and the midshaft was stretched on the hypotube. Inspection of the device presented no damage or irregularities.